Manufacturer narrative:
The manufacturer¿s international service technician identified spi bus failure. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors. The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable to address the finding. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. There was no patient involvement.